Event description:
Re amo complete +. Kept getting repeated eye infections over 2005-2007. Went to my physician who asked if I had a baby, because he thought I had pink eye. I don't. He could not understand why I kept getting eye infections. Used a lot of gentamicin. Just read about the problems, so this is not well publicized. Used repeatedly for 2 years. Dose or amount: contact cleaning, frequency: daily, route ophthalmic. Dates of use: 2005 - 2007. Diagnosis: contact lens solution. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction: yes.